Event description:
The customer reported that she had two leaky reservoirs. The customer stated that two of the reservoirs were leaking from the cap during filling and that she received a no delivery alarm when the third reservoir was connected to the infusion set. The customer also mentioned that she used a silhouette infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.